Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle in the bd insyte¿ autoguard¿ shielded IV catheter only partially retracted when the button was pressed after use. The following information was provided by the initial reporter, translated from (B)(6): "this is a report about a needle retraction failure of iag. According to the customer's report, the doctor at the department of anesthesiology pressed the button to activate the safety mechanism but the needle was not retracted completely. Catheter placement for a patient was completed."

Event description:
It was reported that the needle in the bd insyte¿ autoguard¿ shielded IV catheter only partially retracted when the button was pressed after use. The following information was provided by the initial reporter, translated from japanese: "this is a report about a needle retraction failure of iag. According to the customer's report, the doctor at the department of anesthesiology pressed the button to activate the safety mechanism but the needle was not retracted completely. Catheter placement for a patient was completed."

Manufacturer narrative:
Investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one partially retracted unit within an opened package. In addition, nine photos were received which revealed similarities to that of the returned unit. Upon inspection of the photos and the received unit it was identified that the base of the grip has been folded inward preventing the hub from retracting. The reported issue was confirmed. Based on the shape and location of the damage it can be concluded that the defect most likely originated during the assembly process. Misalignment of the probe or unit while inserting the plug may result in damage to the grip creating the warped effect observed on the unit. Inspections are performed during setup and periodically during manufacturing per the sampling plan to mitigate and detect the occurrence of this defect. Preventative maintenance of the load plug and inspect plug station was verified to be up to date during the manufacturing of this lot. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle in the bd insyte¿ autoguard¿ shielded IV catheter only partially retracted when the button was pressed after use. The following information was provided by the initial reporter, translated from (B)(6): "this is a report about a needle retraction failure of iag. According to the customer's report, the doctor at the department of anesthesiology pressed the button to activate the safety mechanism but the needle was not retracted completely. Catheter placement for a patient was completed."